Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Provider states that the curved metal back mounting harwaare is broken. No additional information provided.